Event description:
Dr. Sent stryker france a materiovigilance form and the surgery report. It was reported that in 2009, the patient underwent a hernia (slipped disk) surgery at the l3, l4, l5, s1 level right and left. In the surgery report it is noted the following: "in each peduncul, from l3 to s1, trio titan screws have been implanted." It was further alleged that the patient left the hospital four days later, and felt pain after surgery. Seventeen days later, a revision surgery has been operated in order to change the osteosynthesis device. Catalog and lot will not be required.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.